Event description:
The device was returned on 1/11/2000 in an opened pouch with labeling. Fluid was present in the sheath to indicate use. A visual examination under a microscope found that the snare loop assembly, including the loop coupling, had detached from the device inner cable. The loop coupling is crimped at both ends to restrain the loop and cable. The crimp indention for the cable was evident in the coupling. The ball weld on the end of the cable was noticeable. The loop was badly kinked. The inner cable was capable of being advanced and retracted via the handle assembly.

Event description:
It was reported that during a polypectomy procedure, the tip of the device broke off in the pt. The physician was able to retrieve the tip with forceps. The device is being returned for evaluation.